Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, the black plug that is pre-installed at the cuff air injection port was removed according to the instructions for use, the protrusion in the center of the black plug broke off without being noticed and came out of the patient¿s mouth. There was 40 minutes delay in the procedure. The reported tube was extubated and another tube was intubated. The procedure was completed with the backup product. The device was working properly during pre-op. There was no patient impact.